Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type ii. The patient reported that the ins was turning itself off when she stood up, it felt like someone standing on her shoulders pushing down, like a heaviness and that¿s when she noticed the ins was off. The patient reported that when she got up going to the bathroom, then therapy comes back on. The patient reported that she spoke with her healthcare provider¿s (hcp) office and they told her to call the manufacturer. The patient also reported that the ins goes dead frequently and she had to charge every 2 days. The patient reported that she didn¿t want them to remove the trial because it gave her a lot of relief. The patient reported that she used her patient programmer (pp) to check her therapy when she noticed the ins was off and the pp confirmed that the therapy was off. No further complications were reported.